Manufacturer narrative:
A boston scientific technical services consultant discussed device programming and how it determined therapy was required for this patient. No other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient had received anti-tachycardia pacing (atp) and one shock for suspected supra ventricular tachycardia (svt). No adverse patient effects were reported.